Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing pump supplies, with blood glucose reaching 366 mg/dl for approximately three hours, while using steel cannula infusion sets with 23-inch tubing and a libre 3+ sensor; the user had not primed the tubing before attaching and inserting, and was counseled to fully fill the tubing before insertion, after which the infusion set was replaced and primed per instructions. Symptoms included fatigue. Outcomes included no backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included patient interview and troubleshooting focused on infusion set change technique. Investigation of this case revealed user technique issues related to unprimed tubing leading to inadequate insulin delivery, which resolved after replacing and properly priming the infusion set. It was concluded, based on previously established findings for similar reports, that the cause could not be determined but consistent with use-related technique contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.